Manufacturer narrative:
The product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the distal end with ccd module/us probe shadow in image.based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe.in addition, our technician confirmed that the distal end with ccd module/us probe cracked, the distal body worn out, the suction channel kink, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown.there was no report of patient harm.video image failure(shadow in image)